Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rubber on the cystonephrofiberscope was stripped off of the bending section. The issue occurred during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there was information stating that the customer did not attach the pressure cap (eto cap) at the time of hydrogen peroxide sterilization. Thus, it could be determined that a cut on bending section cover occurred due to this. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.